Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient remain hospitalized for an unknown indication but has recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: on an unreported date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.